Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was received for investigation. A visual inspection revealed cracks were present on the manifold. A leak was apparent where the injection site is bonded/inserted into manifold. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. Corrective action: the vendor was also made aware of this incident and actions are in progress to improve the molding process. Terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these leaks.

Event description:
The customer reported a leak at the level of the cap luer lock. This report is being filed in response to the customer filing a sae report with their local authorities.